Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported event was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the light guide bundle (the cable) for the camera head was damaged. The issue occurred during preparation for use, and the diagnostic procedure (hysteroscopy) was completed with a similar device. The patient was not under anesthesia. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed; however, the cable had deformation and had dents. In addition, no image was obtained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.